Event description:
It was reported the patient died with cause of death noted to be sepsis for one week and cardiac arrest. There is no allegation from a health care professional that the death was device related. Additional information has been requested and not yet received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found, several conductors blood/body fluid (not obstructed). Proximal segment returned and analyzed. All conductors distorted, proximal conductor blood/body fluid (not obstructed). Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device and leads is in process; the results will be forwarded when available.

Event description:
It was reported the patient died with cause of death noted to be sepsis for one week and cardiac arrest. There is no allegation from a health care professional that the death was device related. Follow up with clinic reported the patient was "a very sick guy." Last clinic visit had been (B)(6)2010, patient in chronic atrial fibrillation, battery voltage 2.65v, and optivol triggered (B)(6) 2009.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found, several conductors blood/body fluid (not obstructed). Proximal segment returned and analyzed. (B)(4) no anomalies found. Proximal segment returned and analyzed. All conductors distorted, proximal conductor blood/body fluid (not obstructed). Proximal segment returned and analyzed. (B)(4) the device did not meet expected longevity. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.